Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. The physician suspected rv lead damage, however, diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed, however, noise resulting in oversensing was again noted. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Related manufacturer report number 2017865-2024-33476 additional information was received indicating technical support was contacted, session records were analyzed, and noise was also noted on the right atrial (ra) lead. A revision procedure was performed and no anomalies were visually observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. No intervention was performed regarding the ra lead. The patient was in stable condition.